Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs, inspected the reservoir snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoirs with diluent, connecting to new infusion sets and installing into a medtronic 7 series insulin pump, performed manual prime fluid flowed through the infusion set and out of the catheter tip, conclusion the reservoirs are not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer changed infusion set with no resolve. Customer changed reservoir and was able to deliver insulin. Customer's blood glucose was 167 mg/dl. During troubleshooting, it was found that cannula was bent. Customer reported to have used serter. Infusion set would be replaced.